Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post implant check the pulse generator exhibited erroneous parameters. After the device was re-interrogated and reprogrammed, normal function resumed. The patient would be monitored normally.